Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one electronic photo was provided and reviewed. The image shows a filter femoral packaging. One pusher catheter within a touhy-borst adapter loaded onto a filter storage tube can be seen in the inner packaging which is opened. One denali filter kit was received. On visual evaluation it was noted that the filter was not returned, one pusher catheter with one loaded touhy-borst adapter loaded onto a filter storage tube were returned. On functional testing, an attempt was made to offload the pusher catheter from the touhy-borst adapter and filter storage tube was successful. The distal tubing of the filter storage tube was noted to be detached after removal. The pusher pad was present at the distal end of the pusher catheter, loaded touhy-borst adapter and filter storage tube were offloaded from each other for further evaluation. No skiving was noted on the filter storage tube. Therefore, the investigation is inconclusive for the reported failure to advance as the conditions of use could not be replicated. However, the investigation identified and confirmed for the detachment issues as detachment was observed on the filter storage tube. A definitive root cause for the reported advancement failure and identified detachment issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a vena cava filter placement procedure using the denali femoral system. During the procedure, it was reported that the filter was allegedly failed to be pushed out of the introducer sheath. The procedure was completed using another device. There was no reported patient injury.